Event description:
Additional information received reported the before the patient¿s device was removed for infection they had 95% success and wanted to know if a device could be cleaned/disinfected and reinstalled. No further information reported.

Event description:
It was reported the patient presented in the office on (B)(6) 2014, with signs and symptoms of an infection (fever, redness, and swelling). It was noted the patient had acquired an infection at the right side implantable neurostimulator (ins) pocket site. It was noted that the leads were ¿direct connect.¿ a blood culture was taken and an unknown organism was cultured. The patient was admitted to the hospital for intravenous antibiotic treatment and a surgical consult. A system explant (both leads and ins) was scheduled for (B)(6) 2014. The patient¿s status at the time of current report was noted to be alive-no injury. Additional information received reported the patient was explanted on (B)(6) 2014 and was doing well. The patient reportedly planned to have another system implanted after 6 months. The results of the cultures were unknown.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# v, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the device had to be removed because it wasn't working correctly. The patient was feeling a burning sensation and had an infection. The patient stated that the health care professional had said the device was installed incorrectly and the patient had scar tissue.